Event description:
It was reported that this shaver handpiece would not operate. There was no injury or surgical delay associated with this event.

Manufacturer narrative:
Investigation results: the shaver handpiece was received for investigation and the reported problem was verified. Further investigation found the shaver has the potential to operate on its own related to a pc board failure. A design change has been implemented for this failure mode. There are no reported injuries associated with this event.